Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called in to report that while priming the insulin pump the piston pushed all of the insulin out of the reservoir. Later, the customer found that her cannula was leaking insulin and found condensation in the reservoir chamber and found that the reservoir was leaking. The customer's blood glucose level was 266 mg/dl. The customer threw away the reservoir and was unable to return it. Nothing was replaced or returned for analysis.